Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection found a degraded downstream occlusion seal. Visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to the power switch. As a result, the power switch and the downstream occlusion sensor/seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump would not turn on. During physical inspection of the device, it was found that the downstream occlusion seal was degraded. There was unknown patient involvement, no patient injury was reported.